Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer to confirm the reported problem, additional information was requested but it was not confirmed if the device produced audible sound. The rse indicated that the customer replaced the speaker, but the issue was still reappearing. They ordered a new main board to fit in the monitor to fix the fault. The philips remote service engineer (rse) confirmed the customer's device and ordered a replacement main board to resolve the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the monitor had a speaker malfunction error. The device was not in use on a patient at the time of the event, there was no adverse event reported.